Manufacturer narrative:
Initial.

Event description:
It was reported that the user received low glucose alerts and experienced low blood glucose, treated with ice cream, cookies, or soda, while the device-related information available for assessment was insufficient and no specific device component was identified. Symptoms included hypoglycemia. Outcomes included no noted health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.